Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on 5/10/2017 resulted in defect found meter displays partial characters. Based on the result the event was determined to be reportable. Root cause: pcb contamination. (B)(4).

Event description:
Consumer reported complaint for defective lcd. Customer stated she sees partial characters. Customer stated no medication was administered based on the results displayed. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/21/2018 and open vial date was undisclosed.